Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded an alert for remote monitoring disabled and battery capacity depleted (bcd). Technical services (ts) was consulted, and upon review it was noted that it is possible that the rmd was entered due to high battery impedance and the device could possibly enter safety core operation. The device replacement is recommended. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded an alert for remote monitoring disabled and battery capacity depleted (bcd). The device was also noted to exhibit a code 1003, which states that the voltage is too low for projected remaining capacity. Technical services (ts) was consulted, and upon review it was noted that it is possible that the rmd was entered due to high battery impedance and the device could possibly enter safety core operation. The device replacement is recommended. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Correction h6 field impact codes. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded an alert for remote monitoring disabled and battery capacity depleted (bcd). The device was also noted to exhibit a code 1003, which states that the voltage is too low for projected remaining capacity. Technical services (ts) was consulted, and upon review it was noted that it is possible that the rmd was entered due to high battery impedance and the device could possibly enter safety core operation. The device replacement is recommended. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.